Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008 were not provided. (B)(6) 2008: (B)(6) clinic. (B)(6), md. Operative report. Procedure: laparoscopic ventral hernia repair with mesh. Preoperative diagnosis: ventral hernia. Post-operative diagnosis: ventral hernia. Operative indications: this is a 49-year-old female who in the past number of months experienced several episodes of abdominal pain. She has undergone multiple surgeries and has known abdominal wall defect. She was recently transferred to cleveland clinic for another episode of abdominal pain that at times have been associated with bloated feeling, nausea, and vomiting. She underwent cat scan here that showed that she did have a non-incarcerated ventral hernia with multiple small bowel loops found within the ventral hernia. As such, she was deemed a suitable candidate for laparoscopic ventral hernia repair with mesh. She was consented for the above-mentioned procedure. Operative findings: ¿there were multiple loops of bowel adhesed to the midline. There was one central defect superior to the umbilicus that measured approximately 4 x 4 cm. There were several other defects in a swiss- cheese fashion found inferior to this main defect. In total, the defect measured approximately 4 x 10 cm. Operative procedure: patient was taken to the operating room. She was prepped and draped in a sterile fashion. General anesthesia was induced. A time-out was performed. A 0-degree 5-mm optical trocar was then used to gain access in the mid axillary line just below the left costal margin. This was done successfully. Upon entrance into the abdominal cavity, it was noted that there were several loops of small bowel adhesed to the midline. A second trocar was placed inferior to this one at about the level of the umbilicus. This was done under direct vision. We then placed a third trocar inferior to the second one. Two other trocars were placed on the other side of the abdomen in the mid clavicular line; one was a 10- mm trocar, the other was a 5-mm trocar. Following placement of trocars, we then proceeded to take down the adhesions to the midline. This was done with laparoscopic scissors. No cautery was used during entire lysis of adhesions. We were able to do so successfully. One serosal tear was created. This was fixed with a vicryl stitch. The bowel was inspected after it was taken down and there was no evidence of any further injury. We then used umbilical tape to measure the size of the defect. We noted that there was one main defect and several swiss-cheese defects. There were several defects on the midline with one main and several smaller defects inferiorly. The total size of the defect measured 10 cm in length with 5 cm in width. We then used a spinal needle to measure the defect on the surface of the skin and it measured 4 x 8 cm in size. We then proceeded to use a dual gore- tex mesh that measured 8 x 12 cm in size. Stay sutures were then placed on the 4 corners. The mesh was rolled and placed into the abdominal cavity. The mesh was then rolled out inside of the abdomen and using a suture passer, it was sutured over the hernia defect. On examination, we noted that the entire defect was completely covered by the mesh with overlapping coverage. We then used a protack to tack the mesh to the abdominal wall. This was done circumferentially all the way around. Following placement of the tackers, we then used the needle passer to place the transfixion sutures all the way around the mesh. This was done with 2-0 prolene sutures. Before passing the sutures through the skin, 0.25% marcaine was injected into the skin and a small nick was made into the skin. The sutures were then tied into place all the way around. We then turned our attention to examining the mesh and ensuring that there was adequate coverage and the abdomen was irrigated and examined for any possible bowel injury. There was none noted.¿ estimated blood loss: minimal. Complications: there was no evidence of any complications. [Missing records: records for the CT scan showing she did have a non-incarcerated ventral hernia with multiple small bowel loops within the ventral hernia were not provided.] (B)(6) 2008: (B)(6) clinic. Implant sticker. Diagnosis: ventral hernia. Operation: lap ventral hernia with mesh 8 x 12 gore dual mesh. Surgeons: dr. (B)(6). Dr. (B)(6). Findings: 1 main defect. Multiple swiss cheese defects in the midline. Total size 5 x 10. Gore dual mesh® biomaterial. Ref catalogue number 1dlmc02. Lot batch code: 0552471. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc02/0552471) was implanted during the procedure. (B)(6) 2012: (B)(6) hospital. (B)(6), md. Operative report. Implant record. Preoperative diagnoses: incisional hernia just above her previous mesh repair and a second incisional hernia high in the right upper quadrant. Postoperative diagnoses: incarcerated incisional hernias x2. Dense adhesions, including adhesions of multiple loops of small bowel to the inferior aspect of the mesh. Procedures: laparoscopic lysis of adhesions. Laparoscopic incarcerated incisional hernia repair x2. Implanted mesh. Included gore dualmesh, reference number 1dlmc05. Lot number 9366952. This was a 10 x 7.5 piece of dual mesh. Second mesh was the ventralex medium circle 6.4 mm, reference number 5950008, lot number huwbc0646. These were fixed with multiple sutures and both covidien sorbafix, reference number 0113116, lot number huwe1818, and a covidien protak reference number 174006, lot number p2g0006x. Description of procedure: ¿the patient's 2 hernia sites were marked in the holding area of the right upper quadrant, and the area just above the level of her previous laparoscopic repair. Previous laparoscopic repair used gore dualmesh. CT scan demonstrated a defect just above the superior aspect of the mesh just above the level of the umbilicus, and then a 2nd defect in the right upper quadrant that looked like it might contain, or very close to, the transverse colon. Both sites were marked. She received 1 g of ancef and had sequential compression devices placed. She was brought to the operative suite and sign in was performed verifying the site of nursing parameters, planned mesh availability, dvt [deep vein thrombosis] and antibiotic prophylaxis. Following induction of the anesthetic, the patient then was prepped and draped in the usual fashion. Time-out was performed verifying the patient, planned procedure site and position. Local anesthetic was injected along the palpable area of the right upper quadrant hernia. Incision made. Dissection carried down to the fascia. The hernia sac was dissected and surrounded and dissected down to the fascial margin. Two stay sutures of 0 prolene placed in the fascia and the fascia brought up. The hernia sac was examined and it was felt that there was no colon located in that area. A small incision made in the perineum under direct visualization. A 10 mm hasson trocar was inserted through the hernia sac defect, and pneumoperitoneum of 10 mmhg was insufflated. Three 5-mm ports were placed totally; 1 in the upper midline, 1 in the left upper quadrant and 1 after extensive dissection in the right lower quadrant. Visual inspection revealed dense adhesions to the midline to the previous mesh, and to the right upper quadrant up to and encroaching the area of the hasson trocar placement. Extensive lysis of adhesions using sharp metzenbaum scissors, using cautery and the metzenbaum scissors, and occasionally with just omentum harmonic scalpel, was performed. As dissection was continued, there were 3-4 loops of small bowel densely adherent to the mesh and the inferior portion of the mesh. This was very carefully taken down and care was taken to evaluate the bowel with no signs of serosal injury after complete lysis of adhesions. Following this, the assessed hernia defects in the midline were 1 defect with a 2nd smaller defect just above the fascial margin. Total size approximately 4 x 3 cm, at which point the 10 x 7.5 piece of dualmesh was elected to be a good position. The side to be against the fascia was marked. The superior aspect of the mesh then had an 0 prolene suture placed on it. The mesh was then placed into the abdominal cavity. A granny-type needle was used to delineate the superior aspect part of where the mesh would be attached overlapping the fascial margin from the defect nicely. Following this, a 2nd granny needle was placed just above the level of the umbilicus through a small incision and another 0 prolene suture was then used to delineate the superior and inferior margins of the mesh. With good positioning of the mesh, and good overlap from the old mesh, the mesh was laid out against the abdominal wall. A protak tacker was used to tack the mesh to the old gore-tex mesh and an sorbafix tackers were then used to fix the mesh along the lateral aspect all around the superior ring directly attached to the fascia. Following this, multiple interrupted 0 prolene sutures were placed using a granny needle through the outer layer, a total of about 8 cm circumferentially around the outer surface of the mesh. These were secured and cut out. Following this, a sorbafix and protak were used to tack the inner aspect of the mesh at multiple locations. At this point, the area of the right upper quadrant hernia defect was identified, actually transverse omentum, which was adherent to and into the hernia sac slightly. It was dissected using sharp scissors and harmonic scalpel. It should be noted that the hernia sac from the lower midline area which was reduced was fully amputated and sent as specimen earlier. There was no specimen from the right upper quadrant hernia sac. With a clean margin, the medium ventralex was placed into the position, circumferentially tacked was sorbafix sutures around. Following this, the 5 ports were removed under direct visualization with no signs of bleeding. Pneumoperitoneum was released. The inside ring of the ventralex mesh were secured with interrupted prolene suture. The straps were cut to length, secured with interrupted prolene sutures. Skin was then closed with 4-0 monocryl interrupted subcuticular sutures. Steri-strips and dressing was applied. The patient was brought to recovery in stable condition.¿ the records confirm a gore® dualmesh® biomaterial (1dlmc05/9366952) was implanted during the procedure. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2012 procedure was not provided.] [Missing records: records for the CT scan showing the defect just above the superior aspect of the mesh were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2012 and not all records received in this time span are relevant to both gore® dualmesh® biomaterial. Medical records from (B)(6) 2008 through (B)(6) 2012 were not provided. Patient information: medical history: (B)(6) 2008: ventral hernia. (B)(6) 2012: incarcerated incisional hernias x 2. Surgical procedures: documented on (b)(6. 2008, ¿she has undergone multiple surgeries¿. (B)(6). 2008: laparoscopic ventral hernia repair with mesh. Implant gore® dualmesh® biomaterial. (B)(6) 2012: laparoscopic lysis of adhesions. Laparoscopic incarcerated incisional hernia repair x2. Implanted mesh. Implant gore® dualmesh® biomaterial and ventralex. Implant #1 preoperative complaints: (B)(6) 2008: indication: ¿this is a 49-year-old female who in the past number of months experienced several episodes of abdominal pain. She has undergone multiple surgeries and has known abdominal wall defect. She was recently transferred to xxxx for another episode of abdominal pain that at times have been associated with bloated feeling, nausea, and vomiting. She underwent cat scan here that showed that she did have a non-incarcerated ventral hernia with multiple small bowel loops found within the ventral hernia. As such, she was deemed a suitable candidate for laparoscopic ventral hernia repair with mesh.¿ implant #1 procedure: laparoscopic ventral hernia repair with mesh [implant: gore® dualmesh® biomaterial, 1dlmc02/05524271, 8cm x 12cm x 1mm thick]. Implant #1 date: (B)(6) 2008: wound classification: not provided. Findings: ¿there were multiple loops of bowel adhesed to the midline. There was one central defect superior to the umbilicus that measured approximately 4 x 4 cm. There were several other defects in a swiss- cheese fashion found inferior to this main defect. In total, the defect measured approximately 4 x 10 cm.¿ description of hernia being treated: ¿a 0-degree 5-mm optical trocar was then used to gain access in the mid axillary line just below the left costal margin. This was done successfully. Upon entrance into the abdominal cavity, it was noted that there were several loops of small bowel adhesed to the midline. A second trocar was placed inferior to this one at about the level of the umbilicus. This was done under direct vision. We then placed a third trocar inferior to the second one. Two other trocars were placed on the other side of the abdomen in the mid clavicular line; one was a 10- mm trocar, the other was a 5-mm trocar. Following placement of trocars, we then proceeded to take down the adhesions to the midline. This was done with laparoscopic scissors. No cautery was used during entire lysis of adhesions. We were able to do so successfully. One serosal tear was created. This was fixed with a vicryl stitch. The bowel was inspected after it was taken down and there was no evidence of any further injury. We then used umbilical tape to measure the size of the defect. We noted that there was one main defect and several swiss-cheese defects. There were several defects on the midline with one main and several smaller defects inferiorly. The total size of the defect measured 10 cm in length with 5 cm in width. We then used a spinal needle to measure the defect on the surface of the skin and it measured 4 x 8 cm in size.¿ implant size and fixation: ¿we then proceeded to use a dual gore-tex mesh that measured 8 x 12 cm in size. Stay sutures were then placed on the 4 corners. The mesh was rolled and placed into the abdominal cavity. The mesh was then rolled out inside of the abdomen and using a suture passer, it was sutured over the hernia defect. On examination, we noted that the entire defect was completely covered by the mesh with overlapping coverage. We then used a protack to tack the mesh to the abdominal wall. This was done circumferentially all the way around. Following placement of the tackers, we then used the needle passer to place the transfixion sutures all the way around the mesh. This was done with 2-0 prolene sutures. The sutures were then tied into place all the way around. We then turned our attention to examining the mesh and ensuring that there was adequate coverage and the abdomen was irrigated and examined for any possible bowel injury. There was none noted.¿ implant #2 preoperative complaints: (B)(6) 2012: preoperative description of the hernia being treated: ¿the patient's 2 hernia sites were marked in the holding area of the right upper quadrant, and the area just above the level of her previous laparoscopic repair. Previous laparoscopic repair used gore dualmesh. CT scan demonstrated a defect just above the superior aspect of the mesh just above the level of the umbilicus, and then a 2nd defect in the right upper quadrant that looked like it might contain, or very close to, the transverse colon. Both sites were marked.¿ implant #2 procedure: laparoscopic lysis of adhesions. Laparoscopic incarcerated incisional hernia repair x2. [Implant: gore® dualmesh® biomaterial, 1dlmc05/9366952, 7.5cm x 10cm x 1mm, thick. Implant: ventralex]. Implant #2 date: (B)(6) 2012. Wound classification: not provided. Postoperative diagnosis: ¿incarcerated incisional hernias x2. Dense adhesions, including adhesions of multiple loops of small bowel to the inferior aspect of the mesh.¿ description of hernia being treated: ¿incision made. Dissection carried down to the fascia. The hernia sac was dissected and surrounded and dissected down to the fascial margin. Two stay sutures of 0 prolene placed in the fascia and the fascia brought up. The hernia sac was examined and it was felt that there was no colon located in that area. A small incision made in the perineum under direct visualization. A 10 mm hasson trocar was inserted through the hernia sac defect, and pneumoperitoneum of 10 mmhg was insufflated. Three 5-mm ports were placed totally; 1 in the upper midline, 1 in the left upper quadrant and 1 after extensive dissection in the right lower quadrant. Visual inspection revealed dense adhesions to the midline to the previous mesh, and to the right upper quadrant up to and encroaching the area of the hasson trocar placement. Extensive lysis of adhesions using sharp metzenbaum scissors, using cautery and the metzenbaum scissors, and occasionally with just omentum harmonic scalpel, was performed. As dissection was continued, there were 3-4 loops of small bowel densely adherent to the mesh and the inferior portion of the mesh. This was very carefully taken down and care was taken to evaluate the bowel with no signs of serosal injury after complete lysis of adhesions. Following this, the assessed hernia defects in the midline were 1 defect with a 2nd smaller defect just above the fascial margin.¿ implant size and fixation: ¿total size approximately 4 x 3 cm, at which point the 10 x 7.5 piece of dualmesh was elected to be a good position. The side to be against the fascia was marked. The superior aspect of the mesh then had an 0 prolene suture placed on it. The mesh was then placed into the abdominal cavity. A granny-type needle was used to delineate the superior aspect part of where the mesh would be attached overlapping the fascial margin from the defect nicely. Following this, a 2nd granny needle was placed just above the level of the umbilicus through a small incision and another 0 prolene suture was then used to delineate the superior and inferior margins of the mesh. With good positioning of the mesh, and good overlap from the old mesh, the mesh was laid out against the abdominal wall. A protak tacker was used to tack the mesh to the old gore-tex mesh and an sorbafix tackers were then used to fix the mesh along the lateral aspect all around the superior ring directly attached to the fascia. Following this, multiple interrupted 0 prolene sutures were placed using a granny needle through the outer layer, a total of about 8 cm circumferentially around the outer surface of the mesh. These were secured and cut out. Following this, a sorbafix and protak were used to tack the inner aspect of the mesh at multiple locations. At this point, the area of the right upper quadrant hernia defect was identified, actually transverse omentum, which was adherent to and into the hernia sac slightly. It was dissected using sharp scissors and harmonic scalpel. It should be noted that the hernia sac from the lower midline area which was reduced was fully amputated and sent as specimen earlier. There was no specimen from the right upper quadrant hernia sac. With a clean margin, the medium ventralex was placed into the position, circumferentially tacked was sorbafix sutures around. Following this, the 5 ports were removed under direct visualization with no signs of bleeding. Pneumoperitoneum was released. The inside ring of the ventralex mesh were secured with interrupted prolene suture. The straps were cut to length, secured with interrupted prolene sutures. Skin was then closed with 4-0 monocryl interrupted subcuticular sutures.¿ conclusion: implant #1 gore® dualmesh® biomaterial, 0552471/1dlmc02. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 12/16/08 were not provided.] [Missing records: records for multiple surgeries were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent a revision on (B)(6) 2012, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence and ¿densely adherent¿. Additional event specific information was not provided.